Event description:
It was reported that a recent emergent follow-up appointment, the physician assessed the right ventricular (rv) lead due to increased capture threshold measurements and subsequent loss of capture. Previously, the pacing mode of this implantable cardiac resynchronization therapy pacemaker (crt-p) was programmed from unipolar to bipolar. Additionally, the physician noted evidence of right atrial (ra) under-sensing due to low r-wave amplitude measurements. Provocative maneuvers were performed, which did not produce noise from either the ra or the rv lead. Additionally, the impedance parameters for both leads were stable and in-range. The physician elected to reprogram the sensitivity of the automatic gain control feature to mitigate further under-sensing and continue with remote monitoring. At this time, the system remains implanted and in-service. No adverse patient effects were reported.